Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) after receiving therapy from their implantable cardioverter defibrillator (ICD). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead exhibited intermittent oversensing and undersensing during ventricular arrhythmia detections. Follow-up was completed with the patients clinic. An allied health professional (ahp) at the clinic verified that they had reviewed the episodes that were sent from the hospital. Ahp stated that the physician noted the oversensing and undersensing and that the sensing was occurring during polymorphic ventricular tachycardia (vt) episodes which were appropriately treated by the device. No programming changes have been made. The lead remains in use. No patient complications have been reported as a result of this event.